Event description:
The customer's biomed tech reported that the mts 24 place centrifuge does not stop running since the timer does not count down to zero. The customer stopped using the centrifuge. No erroneous results were reported. Incorrect centrifugation speed or time during testing, if undetected, may lead to erroneous test results.

Manufacturer narrative:
Ocd customer technical services (cts) provided the centrifuge part number to the customer since the centrifuge was out of warranty. The customer indicated that their purchasing department would order the part. This customer has not logged any complaints against this centrifuge since the incident. Incident is isolated. (B) (4)